Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the hub and hypotube of a quantum maverick balloon catheter. There was blood and contrast on the inside and outside of the returned product. The distal end of the device was not returned for analysis. Microscopic and tactile inspection revealed a separation in the hypotube located 65cm from the strain relief. The face of the hypotube was ovaled, as if kinked prior to separation. There were numerous kinks in the returned hypotube. Balloon and marker bands were not returned for analysis. Tip was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. After a stent was deployed, a 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for post-dilatation. However, the balloon would not inflate. Upon removal of the device, the balloon detached from its shaft in the guide catheter. The guide catheter was then removed with the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. After a stent was deployed, a 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for post-dilatation. However, the balloon would not inflate. Upon removal of the device, the balloon detached from its shaft in the guide catheter. The guide catheter was then removed with the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.